Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during surgery, they noticed that the lens got stuck in shooter. There was patient contact, procedure was completed on the same day. Additional information has been requested.